Event description:
It was reported "I had a patient readmitted to the hospital after being discharged with a triple lumen PICC, that I placed in the (B)(6). I did get an cxr and it showed it was in the mid svc and dropped. The patient is now in had a cxr yesterday and it showed it looped in the cephalic vein it was out 3 cm. It was able to be flushed down. Additional info. Received (B)(6) 2020: "it was able to be flushed down {records charted arm cm was 28 cm, trimmed 44 cm, inserted 41 cm, out was 3 cm, PICC line was still 3 cm out when patient returned on (B)(6)2020, no excessive retraction of PICC out noted}." "Cxr showed loop in the upper chest area.power flushing corrected this issue."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, x-ray review and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter tip malposition was inconclusive due to the sample condition. Two x-rays were provided for evaluation of this complaint. The first x-ray was labeled ¿placed 11/12 cxr confirmed d/t hr rtl rees1282¿ and the second x-ray was labeled ¿11/23¿. Both x-rays were of the patient¿s torso. Both x-rays were grainy and unclear. The images were forwarded to a radiologist consultant for further review. As per the radiologist¿s notes, it could not be discerned if the catheter had become looped into the cephalic vein. His findings were that ¿the images are not diagnostic.¿ based on the description of the reported event, possible contributing factors could include the patient¿s anatomy and/or physiology, placement/securement technique, or the catheter whipping during power injection. As the catheter tip location could not be discerned in the returned x-rays, this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rees1282 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rees1282) have been reported from the same facility.

Event description:
It was reported "I had a patient readmitted to the hospital after being discharged with a triple lumen PICC, that I placed in the chf clinic. I did get an cxr and it showed it was in the mid svc and dropped. The patient is now in had a cxr yesterday and it showed it looped in the cephalic vein it was out 3 cm. It was able to be flushed down. Additional info. Received (B)(6) 2020: "it was able to be flushed down {records charted arm cm was 28 cm, trimmed 44 cm, inserted 41 cm, out was 3 cm, PICC line was still 3 cm out when patient returned on (B)(6) 2020, no excessive retraction of PICC out noted}." "Cxr showed loop in the upper chest area. Power flushing corrected this issue."